Manufacturer narrative:
Concomitant medical products: evolutpro-26-us valve, implanted: (B)(6) 2019. Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a false atrial low impedance warning, but it was also reported that the right atrial (ra) lead later exhibited a true low impedance. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.